Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. (Please see the description for more information regarding the specific circumstances of this event).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing on the non-boston scientific right atrial (ra) lead that resulted in inappropriate mode switches. The noise appeared to be minute ventilation oversensing. There were also three spikes in pacing impedance on the ra lead. The highest spikes were out-of-range at greater than 3,000 ohms. The rate response trend was programmed off to resolve the oversensing. This product remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing on the non-boston scientific right atrial (ra) lead that resulted in inappropriate mode switches. The noise appeared to be minute ventilation oversensing. There were also three spikes in pacing impedance on the ra lead. The highest spikes were out-of-range at greater than 3,000 ohms. The rate response trend was programmed off to resolve the oversensing. This product remains in service. No adverse patient effects were reported.